Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-bsc right atrial (ra) lead exhibited noise resulting in an inappropriate atrial tachy response (atr). This patient also heard appropriate tones due to intermittent spikes, trending high out-of-range, pace impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-bsc right atrial (ra) lead exhibited noise resulting in an inappropriate atrial tachy response (atr). This patient also heard appropriate tones due to intermittent spikes, trending high out-of-range, pace impedance measurements greater than 2,000 ohms. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.